Event description:
It was reported during sterilization process at manufacturer facility that the door is missing from system 6 aseptic housing, which can expose the non-sterile battery to the sterile surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.